Manufacturer narrative:
Case-(B)(4) - device has not been returned for investigation. The device will be investigated upon return. If investigation results indicate there was a product malfunction that caused the reported event a supplemental report will be filed.

Event description:
On (B)(6) 2023 a male patient underwent a video-assisted thoracoscopic nuss procedure with concomitant cryo nerve block using a cryos probe. During procedure, surgeon released the lung following a freeze application. The cryos probe adhered to lung tissue during removal. As a precaution, the surgeon did wedge resection of the portion of lung tissue that adhered to the probe, in order to prevent a possible delayed pneumothorax. There was no confirmed device malfunction, and this event was the result of a procedural complication.